Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a lesion in the left anterior descending (lad) with moderate calcification and moderate tortuosity. The 3.0x23mm xience expedition stent was implanted and a dissection was noted. Another same size xience expedition was used to treat the dissection and complete the procedure. There were no reported adverse patient sequela and no clinically significant delay reported. No additional information was provided.